Event description:
C3600 a cusa excel 23khz tubing set; tubing was found to be torn. The problem was found during the surgery when a puddle was found on the floor. The tubing was inserted properly at 10 am and it wasn't until 4pm that same day that a puddle was noted under the cusa. Upon further inspection it was found that possibly contaminated fluid was still getting into the tubing. The craniotomy was delayed approximately 15 minutes. It is unknown at this time whether the patient experienced an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.